Event description:
It was reported that during an open-heart operation the left ventricular [lv] epicardial lead was placed and had pacing threshold values over 7volts. The physician changed the location multiple times; however, the threshold value remained similarly high. The lv lead was capped and replaced with a different model lv epicardial lead. No patient complications have been reported as a result if this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.